Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim programmable valve could not be programmed after implantation and it was explanted and replaced.

Manufacturer narrative:
The hakim valve was returned for evaluation: failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation.